Manufacturer narrative:
The facility biomed ran the thermogard system (serial #(B)(4)) for 10 hours with no issues, and the console was placed back for ivtm therapy use. Per biomed, the facility had a power interruption that could have caused the console to prompted the "m ID:14" (bg power supply) error message. Console evaluation by zoll was not required.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (serial #(B)(4)) displayed "m ID:14" (bg power supply) error message. Another thermogard system was used to continue and complete treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.